Manufacturer narrative:
Medwatch sent to FDA on 11/3/2016. Follow-up is currently being performed for return of the devices and device information. If devices are received, lab analysis will be sent in supplemental report. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This event is addressed in the product labeling: formation of a fibrous tissue capsule around an implant device is a normal physiological response. Fibrous capsular contracture remains a common complication following breast implant surgery and is one of the most common reasons for reoperation. The cause of capsular contracture is unknown, however it is most likely multifactorial and may be more common following infection, haematoma, and seroma. Contracture develops to varying degrees, unilaterally or bilaterally, and may occur within weeks to years after surgery. Contracture of the fibrous capsular tissue surrounding the implant may cause a range of symptoms including firmness, discomfort, pain, distortion, palpability, and/or displacement. Sever cases are considered the most clinical significant, and may request surgical intervention. Capsular contracture may recur subsequent to correction surgical procedures.

Event description:
Physician reported that devices were explanted due to "capsular constriction." This file represents 4 devices. Sides unknown.